Event description:
The tech alleged the head of the bed would not lower and was in the raised position. No pt impact.

Manufacturer narrative:
The tech replaced the lft head gas spring to resolve the issue.